Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while creating the lung wedge to be removed during a laparoscopic lung wedge resection, the reload would not open after stacking. After the blade could not be withdrawn and the magazine could not be removed from the path, surgeon neededto resect tissue from the lung to release the reload. Patient was brought to the intensive care unit after the procedure.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device had bent laminates and was applied over thick tissue causing the interlock to not function properly. Functionally, the subject instrument firing knobs were fully retracted and the reload jaws opened. The reload was then loaded into a representative instrument for functional testing. The reload was able to be cycled through interlock. It was reported that the jaws of the device remain closed on tissue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. During an over indicated firing the knife laminate(s) can become bent due to stress from the excessive load between the jaws. Upon retraction the bent laminate will scrape along the inside of the channel adapter leaving behind score marks. The user may find this retraction to be difficult or impossible. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while creating the lung wedge to be removed during a laparoscopic lung wedge resection, the reload would not open after stacking. Surgeon was able to release the row of staples. After the blade could not be withdrawn and the magazine could not be removed from the path, the surgeon needed to resect tissue from the lung to release the reload. The surgeon stapled a new magazine each to the right and left side of the magazine and thus removed the magazine from the tissue. Patient was brought to the intensive care unit after the procedure since patient had metastasis.